Event description:
It was reported that the right ventricular lead exhibited inappropriate shock, and it was discovered the lead pulled back. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead pulled back enough where the coil was in the valve and caused a lot of ectopy.